Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting determined that the ipg was inoperable and unable to connect to external devices. Additionally, x-ray confirmed that the patient¿s right lead has migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000115562.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced to address the reported issue. Reportedly, therapy was restored post op.